Event description:
The customer reported that during a routine check, the iabp generated an "electrical test fail # 58 alarm" (power-up vent test failed). No patient was involved.

Manufacturer narrative:
The company rep replaced the drive manifold assembly (part numb-0104-00-0018). The reported problem could not be duplicated by service, but the error was entered in the fault log. The iabp was tested to factory specification. It functioned normally and was returned to the (B)(4).